Event description:
Additional information was requested of the customer and the following was provided: the intended procedure was completed successfully using a similar device. There were no further issues.

Manufacturer narrative:
The supplemental report is being submitted to provide additional information.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is complete. The olympus service center was unable to confirm the reported event. However, the lens video connector was cracked. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the cracked connector from excessive force by the user. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus the device was not showing an image during preparation for use, only colored lines on screen. No patient harm or injury was reported. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.